Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. The lv lead was removed and replaced during a scheduled lead revision procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section b2: selected "required intervention to prevent permanent impairment/damage (devices)" to be included for serious injury/additional surgery report.